Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found a faulty contact and fixed the system. The system operates as intended.